Event description:
A report was received that the patient was having difficulty connecting the charging device to the battery. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn (B)(4). Device evaluation indicated that the patient had a hard time to align the ipg with the charger. The complaint was not verified. Upon receiving the battery measured 3.31 volts and it was fully charged in one charge cycle. The result attested that the device is capable of being charged fully under a proper charging method. The battery depletion and sleep current rates were within expected ranges, 2.78 mv and 20 ua respectively when the device was turned off. However, a review of the charge profile found low charge current that is the characteristics of poor alignment with the patient's charger. The device exhibits normal device characteristics.

Event description:
A report was received that the patient was having difficulty connecting the charging device to the battery. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.